Manufacturer narrative:
During the zoll investigation on (B)(6) 2022, the thermogard xp ivtm system (sn (B)(4) displayed a tcmid:05 (coolant diff failure) error message. The probable root cause for the error message is the defective lm34 a/b temperature sensor. Upon visual inspection, the top lid was observed to be cracked. The possible root cause of the issue is mishandling. The top lid was replaced to remedy the issue. The thermogard xp ivtm system failed functional testing due to the displayed tcmid: 05 error message. The lm34 a/b sensor was replaced to remedy the observed issue. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During the zoll investigation on (B)(6) 2022, the thermogard xp ivtm system (sn (B)(4) displayed a tcmid:05 (coolant diff failure) error message. No patient involvement.